Event description:
The pt's 2 myocardial rate sensing leads were removed from service because of a lead insulation break. The physician implanted a different type of lead to replace 2 myocardial leads. Co assumes that the 2 epicardial leads were capped & remain implanted. Explant date: 6/2/95. Implanted- 37mo.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: other. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.